Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
The abbott ambassador was onsite to troubleshoot rsh error 5904 [carrier transport theta motor] homing failure for architect (B)(4). The ambassador was instructed by field service to replace the indexer and motor driver boards as part of troubleshooting. After powering the analyzer back on, smoke and "a small fire" were observed from the indexer board. Follow-up from field service determined that the indexer board was inadvertently installed in an lls board location instead. This incorrect placement caused the indexer board to burn. The fse provided a file image that confirmed the observed charring around a connector of the indexer board (part number 7-204347-02). A review of ticket history for the architect (B)(4) did not identify any issues or trends that may have contributed to this complaint. A review for similar complaints for the indexer board since june 2011 identified no additional complaints for a smoking/burning indexer board. There have been no further reports of smoke/burn issues regarding the indexer board since the part was replaced. The architect operations manual provides the user adequate information regarding electrical hazards; performing an emergency shutdown of the i2000sr; and troubleshooting error 5904. The architect i2000sr service and support manual contained instructions for the removal, and replacement of the indexer board, which directs the user to refer to the card cage cover for board locations. The 2016 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against the spread of fire from the equipment. The charring was limited to a small area around one of the indexer board connectors; the burning did not spread to other areas of the instrument. Based on this investigation no malfunction, systemic issue or product deficiency was identified for the architect i2000sr, serial number (B)(4) or the indexer board (part number 7-204347-02).

Event description:
The customer observed error code 5904 (carrier transport theta motor) homing failure on the architect analyzer. Abbott ambassador went on site to troubleshoot the issue. The ambassador inadvertently switched the indexer board with the pm board. When they powered up the analyzer there was a burning smell and a small fire was observed on the indexer board. Analyzer was immediately powered down. There was no reported injury to the ambassador or impact to user safety and no impact to analytical patient results.